Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts were made to obtain additional information. A completed questionnaire was received. (B)(4).

Event description:
A customer reported approximately three weeks following cataract removal with an intraocular lens (iol) implant surgery a patient reported a sharp decrease in visual acuity and was diagnosed with uveitis. The patient was treated with antibacterial and anti inflammatory medications and was hospitalized. While hospitalized, the patient was diagnosed with secondary glaucoma. Sclerotrabeculectomy surgery was performed. The patient was released from the hospital. Following release from the hospital the lens was removed. Upon removal fibrin deposits were found on the haptics of the iol. A total vitrectomy was performed approximately two weeks later.